Manufacturer narrative:
Batch review performed on 28 nov 2024: lot 2308938: (B)(4) items manufactured and released on 03-aug-2023. Expiration date: 2028-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.